Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dysmenorrhea. Lot number: 754913 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.